Event description:
It was reported that during the procedure, the surgeon noticed a hole in both the inner and outer pouches for the tibial tray, potentially compromising sterility. There was a major delay of more than one hour to resterilise the implant.

Manufacturer narrative:
It was reported that during the procedure, the surgeon noticed a hole in both the inner and outer pouches for the tibial tray, potentially compromising sterility. There was a major delay of more than one hour to resterilise the implant. Review of the device history record indicates that the device was manufactured and packaged to specification. All sterilisation requirements were met.